Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged 0837-000, impactor pad, batch 130029 was received for evaluation. - upon visual inspection, it was noted that the threaded tip was broken off. The impactor head had superficial marks along it. - functional testing was not performed due to the damage to the device. - the most likely cause for the reported failure can be attributed to wear and tear damage incurred over repeated use. - the complaint allegation is confirmed. - refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/03/2025, a sales representative reported via (B)(4) that while inserting a tibia nail, the 0837-000 impactor pad broke off the 1255-300 tibial insertion guide under normal stress with standard technique. They were able to complete the case but had to use the carbon fiber targeter with a mallet to finish the insertion, which caused the 1238-100 targeting module to crack as well. There was no additional information provided, and additional information has been requested. Additional information was provided on 09/09/2025 where it was reported that this event occurred during a distal third tibia fracture on (B)(6) 2025. Patient's bone quality was normal for this fracture pattern. Nothing out of the ordinary. All fragments were able to be retrieved. They continued to insert the nail without the impactor pad; it took 5-10 minutes longer.